Event description:
The pt experienced a laceration to his back due to a fall onto a sprinkler head. This reopened his prior lumbar incision and the catheter was exposed. The pt experienced increased pain. The catheter was explanted. The pt was given oxycontin (20 mg q 8 hrs) and norco (10/325) q 3 hrs prn. The device system was used to deliver hydromorphone and bupivicaine. On (B) (6) 2010, unspecified medication adjustment was made. The pt recovered with sequela of increased pain; "ongoing event".

Manufacturer narrative:
(B) (4).